Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7097494/7097618.

Event description:
It was reported that the patient was having difficulty communicating ipg to the remote control and was also having difficulty charging the ipg. The patients leads had low impedances on c4 and c7. Reprogramming attempted around the impedances but could not capture pain areas. All device components were explanted and were kept by the medical facility.